Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 131 mg/dl. Customer reported she was sweating the night prior to the alarm, as a significant event that may have caused the device to alarm. Customer stated that the night prior she tried to administer a bolus and numbers kept ramping. Customer was able to select numbers by pressing act button. Customer cleaned the device after the bolus. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No number ramping anomaly was noted. No button error alarm was noted. No traces of moisture were noted on the electronic or motor assemblies per visual inspection. The insulin pump had minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.